Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a belt slip error occurred on the roller pump. The user facility's biomedical engineer opened the unit and found oil on the encoder ring. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.